Manufacturer narrative:
Date of event: exact date unknown, event occurred several months ago from date manufacturer was made aware. Explant date: several months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5110670.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient opted for a lumbar fusion and during the initial procedure, the physician inadvertently clipped one of the leads to the stimulator. Over the next several months, the patient started to have a non device related pain in the right buttock. The patient underwent an explant procedure.